Event description:
It was reported that during an esophageal dilatation procedure, the balloon became stuck in the scope. As the physician was pushing the cre 12-15mm 8cm f/g dilatation balloon, it became stuck in the scope. The procedure was completed with another cre dilatation balloon. No patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.